Manufacturer narrative:
The second cylinder of oxygen used by the patient on march 17, 1997, may not have been filled at the denton plant. The identity of the MFR, assembler and filler of this cylinder is presently unk. Hutchinson health care is attempting to locate the cylinder for further examination and possible testing. In addition, it has been reported to co that the therapist who provided the patient with the initial cylinder of oxygen obtained the second cylinder from the patient's van, and it is at least possible that the patient owned this cylinder and obtained it from another source. The therapist reportedly obtained a new conserving device, supply tube, regulator and cannula and provided the second cylinder to the patient, who reportedly stated that the second cylinder was "much better" but that he could still detect some odor. The therapist assured him that the odor was simply a carryover from the first cylinder and it appears that the patient consumed this entire cylinder of oxygen.

Event description:
On march 17, 1997, representative of the facility advised is that one of its pt's was given a new cylinder of oxygen filled at co's plant. Co was advised that, upon breathing the contents of the cylinder, the pt perceived a bad smell and that he coughed and wheezed. This cylinder was taken from him and he was given a second new cylinder of oxygen, also filled at co's plant, and co was advised that he received this cylinder without incident. The valve on the first cylinder was leaking after the incident. On april 17, co was advised that the pt died. Co is unaware of the cause of death, and have no info to connect his death to the march 17 incident. The cylinder is currently in the possession of health care facility. Co is in the process of investigating this situation.